Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels rose to above 400 mg/dL while wearing the Pod for longer than 48 hours. The patient alleged communication issues and inaccurate blood glucose readings with Dexcom G7 continuous glucose monitor. No additional symptoms were reported. The patient was treated by a medical professional with intravenous fluids and insulin for high ketone levels. The patient was discharged after approximately 4 hours and the Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 2.2.1. Operating System: 26.5. Hardware: iPhone16.2. CGM Sensor Type: Dexcom G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.